Event description:
On (B) (6) 2010 the pt's father reported the pt's blood glucose reading was 575 mg/dl with his normal range being 80-150 mg/dl. During troubleshooting, the father noticed a couple of very large air bubbles in the pt's insulin infusion set. The pt disconnected from his infusion headset and, after 2 primes, was able to prime the air bubbles out. The father stated that the insulin was at room temperature when the cartridge was filled and when it was inserted into the pt's infusion device. The proper procedure for changing the cartridge and priming the infusion set was reviewed with the father. On follow up on (B) (6) 2010, the pt's mother stated that once the air bubbles were primed out the pt's blood glucose returned to his normal range within 12 hours. The pt has had no further issues. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.